Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was being performed, and a watchman fxd curve access system (was) was selected to be used. During the procedure, after transeptal puncture and crossing with the was sheath and versacross connect, a thrombus was noted on the interatrial septum. The was sheath was aspirated. The thrombus was monitored on transesophageal echocardiography (tee) and was resolved on its own. The activated clotting time (act) was greater than 400 seconds. A total of 15,000 units of heparin were administrated. There were no patient complications. No further information was available at the time of this report.